Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed a white material floating in the tubing. The customer's blood glucose level was 340. Reportedly, the customer changed the infusion set.